Event description:
It was reported that during a colon to rectum anastomosis in the pelvis procedure, we were using a circular stapler. We activated the stapler per instructions and it fired but appeared to not have cut the tissue all the way so that when time came to pull out the stapler from below it would not go and we had to take down the anastomosis and make a new one. One factor might seem that when we connected the head onto the protruding spike, the spike might not have punctured through the tissues all the way, although there. There was no discrete loud click when we connected; the attachment was securely in place. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable.